Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a low leak co2 rebreathing error that would not clear. Needs air and o2 flow assembly. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the gas delivery system (gds) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device had co2 rebreathing error, so air and o2 assembly were replaced. However, this did not resolve the issue with the system leak test where it would not hold pressure, likely bad solenoids so the whole gas delivery system (gds) should be replaced. The fse noticed when the solenoids on the back of the air and o2 assembly are removed there was a black substance on the part and in the slot, it comes out of. A flow sensor assembly has been ordered for the repair. The investigation is ongoing.